Manufacturer narrative:
This pace/sense lead was explanted and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this pace/sense lead was removed and replaced due to high thresholds. The physician noted that, this pt has intrinsic cardiac abnormality with myocardial scaring increasing the pacing threshold. No adverse patient effects were reported.